Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Abrecht, c.r., gabriel, r.a., dutton, r.p., kaye, a.d., michna, e., urman, r.d. National perioperative outcomes for intrathecal pump, spinal cord stimulator, and peripheral nerve stimulator procedures. Pain physician. 2015;18(6):547-554. Summary: there is abundant literature on the long-term complications of intrathecal pumps (itp), spinal cord stimulators (scs), and peripheral nerve stimulators (pns) used in the treatment of chronic pain. There is less information, however, on the perioperative complications of these procedures. Reported event: 1465 patients undergoing some type of peripheral nerve stimulation (pns) related surgical procedure had "implant complication" listed as a diagnosis associated with the procedure in the national anesthesia clinical outcomes registry (nacor) database. Further information has been requested; a supplemental report will be submitted if additional information is received.